Event description:
Olympus (omsc) was informed that the customer uretero-reno fiberscope was returned for service/repair for a reported ¿gap, looseness, deformation, scraping, rattling, detachment of the instrument channel¿ and ¿fiber black spots occur, the base part turn¿ found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
It was confirmed that there was no repair history in the past year. The service evaluation confirmed the customer¿s reported issue as the image guide bundle is significantly broken and the vent under the control grip is loose. However, the gap, looseness, deformation, scraping, rattling, detachment of the instrument channel could not be confirmed. Additionally, the scope failed the air/water leak test at the distal tip cover/objective lens and from a cut/hole at the bending section cover. The distal tip cover has signs of burn marks. The bending section cover adhesive is missing. Also, there are scratches on the insertion tube and at the eyepiece. The cause of the foreign material at the forceps elevator is unknown. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial report. Upon further review, it was found that the problem "the port turns around" pointed out by the user is "rotation of the venting connector". (It was not "rotation of instrument channel port".) Therefore, the legal manufacturer has determined the reported malfunction to be non-reportable as there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.